Manufacturer narrative:
Concomitant medical product: 8042b device, implanted: (B)(6) 2008; 419478 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a device check following the cardiac resynchronization therapy pacemaker (crt-p) approaching normal elective replacement indicator (eri). It was noted at the device check that the low-voltage right ventricular (rv) lead exhibited a fracture with high thresholds and high pacing impedance. In addition, it was noted the rv lead was no longer capturing. The hospital nurse reprogrammed the left ventricular lead on, however, the device would not capture even though the lv threshold was optimal and outputs were acceptable. The rv lead was capped and replaced, along with the crt-p. It was noted after the pocket was closed, the newly implanted rv lead dislodged. The pocket was re-opened and after repositioning, the rv lead dislodged again. The replacement rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.